Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy and loss of feeling in their genital area and legs. As a result, the patient may undergo surgical intervention to explant the ipg. Patient declined to give any further information.